Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and a staph infection on (B)(6) 2017 with blood glucose of 300 to 400 mg/dl at the time of the incident. The customer had a blood infection which raised their glucose levels. The customer was at 162 mg/dl at the time of the call. The customer used a manual bolus to treat. The customer stated that when he eats and treats with the pump, they get high most of the time. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was using manual injections and was stacking insulin, which caused a few lows of around 47 mg/dl. The customer treated the lows with soda and food. The insulin pump will not be returned for analysis.